Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded and or loose drive support disk. The device was received with minor scratched display window, cracked case at display window corner, battery tube threads, reservoir tube lip, and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer mother reported that the son had a a33 alarm issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he went to change set/reservoir, when he went to do fill tubing process and when pressing the act button, he received a33 alarm. The troubleshooting was performed. The customer was advised that the possible cause of a33 alarm is the sensor did not detect the reservoir. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised that the insulin pump need to be replaced.